Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Increased leakage was reported by the patient. They reported the implant was implanted for leakage but the stimulation was not cont rolling the leaking and leakage was increased. The patient also reported extreme urgency now, which was new and that they were not getting to the bathroom in time. The patient also reported they had rectal pain which was also new and noted they weren¿t sure when it began, citing ¿last week.¿ while on the call, the patient was able to use the programmer and verify that stimulation was currently on and set on program 3 at 2.7. The patient decreased stimulation to 2.4 which was comfortable sitting, standing and walking. The patient reported when they came home they were on program 2 and the patient wanted to get back to that program, noting they did not know how they got onto program 3. The patient was able to use their programmer to switch to program 2, which was set at 0.0 and the patient increased to 1.9, which was comfortable sitting, standing and walking. The patient was aware to decrease stimulation if it became uncomfortable. The patient was going to continue to track their symptoms. There were no further complications reported/anticipated.